Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Patient reports she is meeting with her surgeon to determine possible cause of symptoms and any resulting course of action. No conclusion can drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
Patient is experiencing constipation, a knot in her abdomen when she bends over.